Event description:
It was reported that the patient coded and became unresponsiveness approximately three hours into dialysis treatment on tablo. The care personnel bolused the patient with fluids and the patient's blood was successfully returned. Note: currently, it is unknown whether or not the device may have caused or contributed to the patient code; however, the patient is stable.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. Fse found no issue with the console. Furthermore, technical support engineer (tse) reviewed site system logs with a procedure date of (B)(6) 2022 and verified that there was no issue with the system which caused the patient event. Due diligence was completed, and outset was not able to confirm if the device contributed to the event. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.

Manufacturer narrative:
This supplemental report is created to correct information initially submitted for a3a. Sex.